Event description:
Procedure type: lap chole. According to the reporter: the device was inserted in cavity and inflated. After a while, the balloon burst. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4)